Event description:
It was reported that the patient went to see her healthcare provider (hcp) to have her leads changed. The patient was ¿not sure¿ when the leads broke but they were ¿ok now.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 377760, lot # v002902, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # v002342, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # j0546522v, implanted: (B)(6) 2006, product type lead; product ID 399930, lot # v005883, implanted: (B)(6) 2006, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).